Event description:
It was reported that the intermediate splint did not fit properly during surgery. Post-operative scans showed slight tmj device mispositioning, and difficulties were encountered with the fit of the fossa guide and the predictive holes of the mandibular guides. No tmj device deficiencies were reported.